Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: during investigation of the meter, a system/meter data corruption was found. The meter powered on immediately with an error 1 sub code 5. The pump and meter were unable to be paired to complete the investigation due to inability to clear the error 1 sub code 5 message.